Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred during the night of (B)(6) 2016. At this time the patient obtained a blood glucose reading of "over 600mg/dl" with the subject meter which was compared to an unspecified result from another unspecified device. These results were taken within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that they increased their dosage of insulin in response to the alleged high result on the subject meter. At 9:30pm on (B)(6) 2016 the patient took 16 units of insulin and then an unspecified dosage every half hour until 4am where they took 7 units. The patient experienced the symptom of "incoherent" between 4 and 6am which they associated with having low blood glucose levels. At 6am the emergency medical services treated the patient with food and/or drink as a result of this symptom. They also measured the patient's blood glucose on their own ems meter but the patient was unable to recall the result which was obtained. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them requiring treatment from a healthcare professional in order to prevent further serious injury.